Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no anomaly upon analysis.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient had overstimulation and a shocking or jolting sensation. It was noted that the patient was unable to adjust stimulation and diagnostic testing and troubleshooting included impedance testing and reprogramming. It was reported that the patient experienced an unpleasant stimulation and a burning sensation. It was noted that patient symptoms included the burning sensation and pain at the device pocket and lead location. It was noted that the implantable neurostimulator (ins) was explanted and replaced and the problem was ¿solved.¿ the patient status was noted as no injury. It was later reported that the impedance measurement had no deviations from normality and the cause of the issue was not determined. It was noted that the patient was doing fine and experienced a very positive outcome after replacement. It was reported that the patient was receiving effective therapy.